Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported an impella cp was implanted via percutaneous right femoral artery for mechanical circulatory support. A defective peel-away-sheath was reported. Due to the patient's anatomy, the customer had problems advancing the peel-away sheath and had to open another set to complete the procedure. No adverse effects on the patient were noted. The introducer was disposed of.

Manufacturer narrative:
Updated information: d1 brand name added.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.